Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle pricked the monopolar curved scissors (mcs) tip cover accessory. The customer replaced the mcs tip cover accessory to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) tip cover accessory was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and found to have tearing at the distal end. The tears were axially aligned with the tip cover and measured from 0.202¿ to 0.015¿ in length. There was no sign of thermal damage. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint regarding the reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.